Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that a reportable malfunction occurred. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was confirmed that the patient had an MRI that corresponded with when the motor stall occurred. No further actions were required to resolve the issue. It was reported that there were two motor stalls back to back, but both recovered. The report was deleted from the rep's 8840 clinician programmer, so they did not have information regarding how long it took for the stalls to recover after the patient was removed from the MRI field. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver fentanyl [1 mcg/ml] at 0.1787 mcg/day], clonidine [900 mcg/ml] at 161 mcg/day, and dilaudid [30 mg/ml] at 5.391 mg/day], indicated for spinal pain. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient had recently had an MRI (magnetic resonance imaging). It was reported that it was discovered via the event logs that two motor stalls occurred and recovered on (B)(6) 2018. It was indicated that they would confirm if the patient had mris on that date. The rep was to confer with the hcp and patient. No medical symptoms were reported. No further complications were reported or anticipated.